Event description:
It was reported that during the attempt to stent the sfa through an anit-grade approach, the device would not deploy. The catheter began to stretch at the swivel nut location. The system was removed an a viabond was placed.